Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient underwent a laparoscopic gastrectomy for a history of a stomach ulcer. Reportedly the procedure was completed without incident. The surgeon alleges the patient developed a leak post-operatively. The surgeon reported the patient was too sick and old, choosing not to have a reoperation. The patient was admitted to hospice and stayed in ICU until expiration. Patient status: expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon performed a partial gastrectomy. During the procedure everything seemed fine. Post-op, not sure how long after, the patient was sick and the surgeon said the staple line had leaked. The surgeon said this patient was old and sick and chose not to have a follow up operation and went to hospice instead. The patient expired.